Event description:
Information was received indicating that this ambulatory infusion pump stopped working. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. Simulated use testing was able to power up the pump and download event log, but not possible to read out the pump error log due to the display not working. Simulated use indicates the pump is still functional but has no display. The pump was opened up and inspected and a damaged component was found on the microprocessor board. The board was replaced.